Event description:
It has been reported that the pt received a durom hip generic on the left side on (B)(6) 2008 and is being monitored due to pain and loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case will be treated as a case which is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional info become available and/or the devices be returned for eval and an investigation result be made available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).